Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that biocomposite swivelock, ar-2324bcc, was being used in a rotator cuff repair. During use, the tip of the anchor broke when inserted into the bone hole. The surgeon removed the broken pieces with no issue and the surgeon drilled an additional bone hole on another position of the humerus. A new device with the same part number was opened and used to complete the case with no adverse effect to the patient. Additional information provided 1/20/2021: the rep reported that all devices fragments were removed.